Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("migration/ perforation"), fallopian tube perforation ("migration/ perforation"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. D08059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included amenorrhea, iron deficiency, cervicitis, endocervicitis and endometrial metaplasia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, urinary tract disorder and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: trailing coils in uterus: 3(right). Trailing coils in uterus: 2(left). Discrepant information - there was no evidence of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus with right and left fallopian tubes; hysterectomy with bilateral salpingectomies: cervix: mild chronic cervicitis and endocervicitis with squamous metaplasia. Endometrium: benign proliferative endometrium. Myometrium: benign adenomatous tumor. Serosa: 1. Intra-isthmic coiled wire contraceptive device, 2. Subserosal microcvstic epithelial inclusions. Left fallopian tube: intra-isthmic coiled wire contraceptive device separate fragment of fibrofatty tissue: benign cystic structures, consistent with benign paratubal cysts. Lot number:d08059. Manufacture date:2014-09 expiration date: 2017-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("migration/ perforation"), fallopian tube perforation ("migration/ perforation"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. D08059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concurrent conditions included amenorrhea, iron deficiency, cervicitis, endocervicitis and endometrial metaplasia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, genital haemorrhage, autoimmune disorder, urinary tract disorder and menorrhagia outcome was unknown. The reporter considered autoimmune disorder, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: trailing coils in uterus: 3 (right). Trailing coils in uterus: 2 (left). There was no evidence of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus with right and left fallopian tubes; hysterectomy with bilateral salpingectomies: cervix: mild chronic cervicitis and endocervicitis with squamous metaplasia. Endometrium: benign proliferative endometrium. Myometrium: benign adenomatous tumor. Serosa: intra-isthmic coiled wire contraceptive device, subserosal microcvstic epithelial inclusions. Left fallopian tube: intra-isthmic coiled wire contraceptive device. Separate fragment of fibrofatiy tissue: benign cystic structures, consistent with benign paratubal cysts. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.